Manufacturer narrative:
Device is not distributed in the united states. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.

Event description:
Device report from malaysia indicates on (B)(6) 2010, pt had stress at mid shaft right femur due to osteoporosis and was implanted. On (B)(6) 2011, the orif broad dcp plate fractured. Removal of plate and screws and re-plating was done with autologous bone graft plus forteo injection.